Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed system verification and test drive and confirmed the system was ready for use. The fse proceeded to check error logs to see if anything came up. During the search, non-critical errors came up needing attention in the near future. The fse replaced the robot common compute controller (ccc), blue fiber pigtail, and blue fiber bulkhead on the robot. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site called in with an issue with universal surgical manipulator (usm) 3. The site stated this was an ongoing issue. The surgeon stated they were not able to advance it and had a message that there was an obstruction. The site completed the case with usm 4. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the robot common compute controller (ccc) was in good physical condition. The ccc was returned along with a blue fiber receptacle. Failure analysis reviewed the error logs, where no data was found indicating that the fault occurred pointing to the ccc in the robot in the field. Failure analysis installed the ccc to a golden system, exercised the arms and 4 arms were functional as expected. Failure analysis left the system idle for 6 hours and periodically power cycled 10 times. Each time the optic light levels had been checked, all values were in expected range. Failure analysis left the system idle overnight and there was no error that occurred. From these findings, failure analysis concluded that no root cause could be attributed to the reported event with this ccc happening in the field. The complaint was not confirmed based on failure analysis.